Event description:
It was reported that a capio slim device was used during a sacrospinous ligament fixation procedure. The suture dart was not caught in the cage. The surgeon tried several times, but it did not work, so that part of the operation had to be abandoned. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-51499 for the first capio slim device, and for the second capio slim device.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of aborted procedure.